Event description:
It was reported that a xience v stent was implanted in the left main artery (lm) on (B)(6) 2013. A staged procedure was done on (B)(6) 2013 with a xience xpedition stent implanted in a mid right coronary artery (mrca) and a xience v stent in a first diagonal coronary artery. Approximately, 10 months after the staged procedure, the patient had unstable angina, was hospitalized, had elevated cardiac enzymes, and diagnosed with a myocardial infarction. A new percutaneous interventional procedure was done on de novo lesions in the mlad, obtuse marginal arteries and the target lesion in the first diagonal artery as treatment. The adverse events resolved without further adverse patient sequela on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina, myocardial infarction, and restenosis, as listed in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment and hospitalization appears to be related to the operational context of the procedure.